Manufacturer narrative:
The other proglide referenced is filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the plunger was ¿retracted and comes out heavily¿. Resistance is felt while harvesting the suture and the suture was ruptured or lost. Another proglide was successfully preplaced. A new proglide device was used and the plunger was ¿retracted and comes out heavily¿. Resistance is felt while harvesting the suture and the suture was ruptured or lost. A new proglide was successfully preplaced. The sheath was upsized to 18f and the tavi procedure was completed. Hemostasis was achieved with the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported resistance was not confirmed during device analysis as a proxy plunger was inserted and deployed with no resistance noted. The reported suture detachment was not confirmed as the suture was returned intact. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported event appears to be related to interaction with the patient calcification. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number, expiration date h4: manufacture date.